Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, component failure of the light guide bundle, the objective lens was chipped, the objective lens was contaminated, component failure of the objective lens, the top of rigid tube was chipped, the plating on the tip of the rigid tube has peeled off, component failure of rigid tube, the video connector cover was cracked, component failure of the video connector, the universal cable was scratched and component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected and the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a completely black image. The issue was found during a therapeutic pancreaticoduodenal resection procedure. There were no reports of patient harm.